Event description:
It was reported that this patient informed their clinic that this implantable device was beeping hourly following a recent surgical procedure. The recent surgery was performed due to increasing impedance measurements from the right ventricular (rv) lead. The rv lead was not a boston scientific product and was explanted and replaced with another non-boston scientific lead. It was indicated the patient would be seen shortly in-clinic to assess the device beeping. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient informed their clinic that this implantable device was beeping hourly following a recent surgical procedure. The recent surgery was performed due to increasing impedance measurements from the right ventricular (rv) lead, but it was confirmed these rv measurements were within range. The rv lead was not a boston scientific product and was explanted and replaced with another non-boston scientific lead. It was indicated the patient would be seen shortly in-clinic to assess the device beeping. However, when the patient recorded a video to demonstrate the hourly beeping, it was confirmed that this device was only able to beep every 6 hours, up to 16 times. Therefore, the physician concluded the beeping was not related to this device. The physician is continuing routine three month follow-ups. At this time, the device remains implanted and no adverse patient effects were reported.